Manufacturer narrative:
Explant was reported due to increased gradient and calcified aortic stenosis. The investigation found that the valve was received in multiple pieces. All leaflets had fibrous thickening. All leaflets had calcifications. There was no inflammation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The calcifications noted could have contributed to the reported stenosis and increased gradient.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2015, a 19mm sjm trifecta valve was implanted in a patient with severe left ventricular hypertrophy (lvh) and left ventricular dysfunction (lvd). On (B)(6) 2020, the patient presented with increasing symptoms of syncope, self-limiting ventricular tachycardia, and ventricular fibrillation. Echo imaging was performed and reveled increased gradient due to calcific aortic stenosis of the valve. The valve was explanted and replaced with a non-abbott device to resolve the event. No additional information was provided.